Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for the reported guide wire could not be reviewed, as the lot number was not provided. Csi ID# (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of a 90% stenosed, heavily calcified lesion in the proximal left circumflex artery via a radial approach with the aid of a microcatheter. The microcatheter was difficult to remove, and the viperwire was pulled into the left circumflex artery during removal. The lesion was treated with orbital atherectomy with minimal, controlled jumping. Angiography following orbital atherectomy revealed a type c dissection in the proximal circumflex. The microcatheter was reinserted, and a wire exchange was performed. Intravascular ultrasound was unable to cross the lesion, and balloon angioplasty and stent placement was performed. Additional imaging thereafter did not show dissection. In the opinion of the physician, the cause of the dissection was unknown, but it may have been due to the viperwire being pulled into the left circumflex during removal of the microcatheter. Following the procedure, the patient was well. The procedure resulted in the expected successful outcome.